Event description:
I had my first breast implants placed approximately 20+ years ago. I have had them replaced over the years due to various reasons. I was diagnosed in (B)(6) 2015 with dcis on the right breast and underwent a right mastectomy with allograft and an allergan tissue expander placed. In 2016, approximately six months later, I had the tissue expander removed and a mentor smooth style ultra high profile implant placed. The mentor implant was not esthetic and I decided to go back to my original plastic surgeon that placed my implants before my cancer diagnosis. We came up with a plan and in 2017 I had the mentor implant removed with fat grafting and a natrelle smooth implant placed. In 2019, I developed pain and severe itching on my right breast, axillary, arm and flank area. The symptoms went away then would come/go with random itching over different areas of my body. The pain continued and I started experiencing severe sweating during the day but especially at night. This was contributed to me getting closer to menopause and thyroid problems. The symptoms continued with what I thought was some hair loss that was contributed to my hypothyroidism. In 2020, a bilateral ultrasound was performed and nothing was noted on the right breast. In (B)(6) 2021, I developed severe midline chest pain with continued right pain in my breast and areas listed above. I went to my internal medicine doctor that ordered a chest x-ray, blood work and referral to a cardiologist. Then I had a nuclear stress test and ultrasound of my heart. All of these tests came back good. The end of (B)(6) 2021, I developed severe burning in my right breast along with redness, a rash, on/off swelling and increased firmness. I went to my plastic surgeon that ordered an MRI. The MRI came back with nothing suspicious or abnormal noted. FDA safety report ID# (B)(4).